Event description:
It was reported that there was a broken forearm plate removed.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.